Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric de novo lesion with 90% stenosis located in the proximal right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon catheter. A non-abbott stent was advanced and deployed in the target lesion. The proximal part of the non-abbott stent was post-dilated using a 4.00 x 15mm nc trek rx balloon catheter; however, the balloon ruptured when inflated a second time at 18 atmospheres. The procedure was completed using a non-abbott balloon catheter which was inflated up to 20 atmospheres. There was no resistance noted during removal of the protective sheath. The device was prepped per the instructions for use (IFU). There was no resistance noted during advancement or withdrawal of the 4.00 x 15mm nc trek rx balloon catheter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion, stent: nobori 3.5x24. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.